Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2005, patient presented with following pre-op diagnosis: cervical spinal stenosis and cervical disk herniation with radiculopathy at c5-7. Procedure: microscopic anterior cervical discectomy at c5-7 with bilateral neural foraminotomies. Anterior cervical arthrodesis at c5-7. Placement of interbody prosthetic peek spacer device with bone morphogenic protein at c5-6. Placement of peek interbody prosthetic spacer at c6-7 with bone morphogenic protein. Anterior cervical plating c5-7. Continuous emg monitoring using the nuvasive system, bilateral upper extremities, for a total of one hour. Neurosegmental junction testing at c5-6 bilaterally and c6-7 bilaterally. As per-op notes: ¿.. Distraction pins had been placed at c5 and c7 for distraction. The endplates at c5-6 and c6-7 were decorticated with the midas. A bone morphogenic protein soaked sponge was placed in the peek spacer, and this prosthetic was taped into position at c5-6 and c6-7 to complete the anterior interbody arthrodesis..¿ patient alleges unspecified injury due to use of rhbmp-2/acs.